Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and/or the tip of the fiber was damaged and there was a decrease in fiber vaporization efficiency at 191,078 joules.